Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately two weeks post implant the xiphoid incision for this electrode opened up and the wound closure strips had been removed. Additional wound closure strips were applied and the patient continued on antibiotics. There was no confirmation of an infection. No additional adverse patient effects were reported.

Event description:
Additional information was provided that clarifies the details that were previously reported. The patient's incision was closed using a zipline surgical skin closure. It appeared the skin closure was not holding the incision closed as expected. Steri strips were then used to reclose the incision. There was no sign of infection, but the patient was treated with antibiotics prophylactically.